Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/8/2023 the following additional information was received: our mutual customer who had reported this incident has indicated that since the issue was reported, the issue did not repeat itself and therefore the customer did not move forward with the complaint. We have closed the complaint on our end. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: since it was reported the issue did not repeat itself. Unfortunately, it seems that they no longer have the potentially defective sutures (and their original boxes). They have 3 unopened boxes of the same lot (may not be defective). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? It is unclear what got broken, please clarify? Due to revision of attached file, below questions sent (the affected units): what is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. Event related to mw # 2210968-2023-05097. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2023 and suture was used. The product breaks easily. There were no patient consequences reported. Additional information was requested.